Manufacturer narrative:
The device history record for the reported lot was reviewed, and no issues were identified. The product was manufactured, tested, and released in accordance with validated procedures. Communication was sent to the customer, but no response has been received.

Event description:
When doctor was testing the valve on the back table he noted a leak in the valve; did not reach the patient.